Event description:
It was reported that the pump touch screen was cracked and unreadable on the right side of the display. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 170 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.